Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2018. The original surgery is dated (B)(6) 2017. The revision surgery occured because of reported patient pain. During the revision, the global stem was removed and replaced with a new global femoral stem.